Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had an error code 1870. The issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received for evaluation. Evidence of reported problem in event log was found. During the evaluation of the device yes, customer's reported problem was confirmed. The pump was found to be displaying "1870" error code message on power up during the investigation. Found bent motor flag and damaged optical switch. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.